Event description:
The customer reported a leak at the probe of the coulter act diff 12 analyzer. The instrument was failing plt backgrounds when the leak was noticed. The volume of the leak was a few drops and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) did not observe any leaks. The fse attempted to reproduce the leak at the probe by running the instrument but did not find any leaks. The fe replaced the probe wipe rinse block, the filters and the check valves and the instrument passed backgrounds for all parameters. The repairs were verified per established procedures. (B)(4).